Event description:
Medtronic received information via literature regarding a case study regarding successful resuscitation after hyperkalemic intraoperative cardiac arrest (ica) during the pre-anhepatic phase of a second liver transplantation by converting veno-venous bypass (vvb) t o veno-arterial-extra corporeal membrane oxygenation (va-ECMO). The patient underwent veno-venous bypass during the liver transplantation procedure, with a 28 fr medtronic dlp cannula in the portal vein, a 20 fr medtronic dlp cannula in the right femoral vein, and a 15 fr medtronic bio-medicus in the left axillary vein. A medtronic bio-medicus 550 centrifugal pump was also used. During the procedure, it was reported that satisfactory flow was not achieved, and the patient had an intraoperative cardiac arrest. Chest compressions were initiated and immediately effective.  After 18 minutes of cardiopulmonary resuscitation (CPR), return of spontaneous circulation occurred. During hepatectomy completion with ongoing bleeding, three units of packed cells were given. Cardiac arrest with asystole reoccurred, blood gas showed a potassium of 9.7 mmol/l and hemoglobin of 3.1 mg/dl. Chest compressions were restarted and transfusion was initiated. Conversion to (va-ECMO) was then performed. An outflow cannula was placed in the right femoral artery via cut-down (19 fr bio-medicus) and the femoral venous cannula was exchanged for a larger (non-medtronic) one. The portal inflow cannula remained while the axillary cannula was clamped. Tubing was exchanged between the bio-medicus 550 centrifugal pump and a non-medtronic ECMO system, primed with 600 ml cristalloids. After 20 minutes of CPR, va-ECMO was initiated with rapid stabilization of hemodynamics. No additional patient adverse events were reported. It was reported that both episodes of hyperkalemic ica were likely multifactorial in origin: preexisting renal dysfunction, extensive liver manipulation, continuous bleeding, hypovolemia and transfusion of multiple potassium rich units of red blood cells.

Manufacturer narrative:
Continuation of d10: product ID 66128 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a. Product ID 66120 (unknown serial/lot); product type: 0183-cannula; implant date n/a; explant date n/a. Product ID ap40 (unknown serial/lot); product type: 0189-disposables; implant date n/a; explant date n/a. G2: citation: authors: lucas van hoof, filip rega, sarah devroe. Successful resuscitation after hyperkalemic cardiac arrest during liver transplantation by converting veno-venous bypass to veno-arterial ECMO. Perfusion vol. 36(7) 766¿ 768 2021. Doi: 10.1177/0267659120963898. Earliest date of publication used for date of event no unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.